Event description:
It was reported that the patient experienced wound dehiscence on (B)(6) 2021. It was noted that the infection was related to the patient's complications with diabetes, but a superficial surgical site infection was also noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s reported infection and wound dehiscence, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) , could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. The hospital was contacted for more information, but no additional information could be provided related to the event. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including infection. Section 6, (¿patient care and management¿), lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including infection. No further information was provided. The manufacturer is closing the file on this event.